Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different model lens due to refractive surprise. The problem was resolved. Reportedly after exchange the postop visual acuity was 1.2 and no ghosting was reported.

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).